Event description:
It was reported the device "will not power on". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the strain relief for the heated wire cable with the blue connector was missing. No other defects were observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test as the appropriate indicator lights did not flash. The unit was opened and the power supply board was replaced with a known good lab inventory power supply board. This time, the unit passed the initial power connect test and was able to navigate through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit's original power supply board was placed back in the unit. This time the unit passed the initial power connect test, was able to navigate through the power-on self-test and passed the temperature display accuracy test. There was likely a loose connection the first time the unit was tested. The harness can become loose or disconnected if the harness gets tangled or caught in the heated wire cables and the heated wire cables are accidentally pulled out of the neptune. It is possible the neptune was mounted low on a ventilator and the cables were accidentally stepped on while the ventilator was being moved, causing them to loosen. The complaint has been confirmed. The investigation revealed a loose harness connection to the power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. Based on the defect observed, it appears unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the device "will not power on". No patient involvement reported.